Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a bravo capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. It was reported that no intervention was necessary to correct an injury and nothing was unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. It is unknown how long the site or user has been performing bravo procedures or how they were trained. It was reported no lubricant was used to facilitate the capsule placement.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach to the patients esophagus. One bravo ph capsule and delivery device was received for investigation. The capsule was no attached to the delivery device. The capsule was returned for investigation. Visual inspection did not reveal any damage. The capsule trocar was deployed and appeared normal. The plunger was not fully released. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannon be functionally tested. Investigation conclusion reveals the most probable root cause was user failure to fully release the plunger. If information is provided in the future, a supplemental report will be issued.